Manufacturer narrative:
Unique identifier (UDI)# (B)(4)., the event occurred in: (B)(6).

Event description:
The customer complained of a questionable result for 1 patient sample tested for elecsys tsh assay (tsh) on a cobas 8000 e602 module. The patient is being treated with 100 mg of biotin 3 times daily for multiple sclerosis and a thyroid assessment was ordered. The patient is regularly seen by her endocrinologist because she carries a mutation of the sdhb gene which is a predisposition to pheochromocytoma/paraganglioma. The patient was tested on a cobas e602 and the tsh result was <0.01 uiu/ml. According to the customer, this result suggests the customer has hyperthyroidism. The patient had thyroid testing performed using a different method and the patient¿s thyroid status was "normal." The methods used and results received were not provided. It is not known if the results from the other method were from the same sample or a different sample. This information was requested but could not be provided. The customer suspected interference with the tsh test due to biotin. According to product labeling, the expected values for tsh are 0.270 ¿ 4.20 uiu/ml. The results were "negative" for anti-tpo, anti-tsh, and anti-thryoglobulin using a non-roche technique. The actual results were not provided. No information is known about the current state of the patient. It was noted that anti-thyroid synthesis therapy may have been wrongly prescribed, however, there was no allegation that an adverse event occurred. The cobas e602 serial number was (B)(4).

Manufacturer narrative:
Since there is no sample available to investigate, further investigation into the claim of a possible biotin interference is not possible. Product labeling for tsh indicates the assay is unaffected by biotin levels up to 25 ng/ml. For tsh testing, samples should not be taken from patients receiving therapy with high biotin doses (i.e. > 5 mg/day) until at least 8 hours following the last biotin administration. From the information provided a general reagent issue can most likely be excluded.